Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 15mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 12 atmospheres for 10 seconds. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported.